Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 25 mg/dl. The customer was found passed out and emergency medical services took the customer to the emergency room. The customer was treated with food and glucose tablets. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer indicated they think the reason they went low was because they had 4 units of active insulin and the insulin pump told them they needed 8 units of insulin. The customer states they gave themselves a bolus. Reviewing the daily history on the insulin pump there was no successful 8 units of insulin delivered to the customer. The alarm history also did not show any pump errors. The insulin pump will not be returned for analysis.